Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, although the device could be fired without any problems at the first firing, the trigger became not to be grasped at the second firing. When the device was going to be removed through a 5mm trocar, the jaw kept opening, so it could not be removed. When the trigger was grasped several times by both hands, the jaw was eventually closed, so the device could be removed through the trocar. Since the jaw became not to be opened after removing, another competitive device was used to complete the case. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: the device was not fired on the hard object like the existing clips.

Manufacturer narrative:
(B)(4). The device was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, and formed the remaining clips as intended. Although, no opening issues were noted during testing, an investigation has been initiated to address the potential root cause.